Event description:
During induction of anesthesia, the inspiratory valve on the closed position inhibiting the ventilation of the pt. Following this, the pt experienced cardiopulmonary arrest and was successfully resuscitated. The pt was subsequently discharged home.